Manufacturer narrative:
All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p32-30 that has a similar product distributed in the us, list number 08p32-21 / -31. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search for lot 61049fp00 did not identify an increase in complaint activity related to the issue under review. A review of tracking and trending did not identify any related trends. The overall performance of alinity I ca 19-9xr reagent lot 61049fp00 was evaluated using worldwide data. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 61049fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 61049fp00. The device history record was reviewed and did not identify any non-conformances, deviations, or potential non-conformances associated with the reagent lot 61049fp00 and complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for alinity I ca 19-9xr reagent lot 61049fp00.

Event description:
The customer reported a falsely decreased alinity I ca 19-9xr result from one patient sample when compared to a previous result generated at another facility where the methodology is unknown. Additionally, the patient¿s medical history is not known. The following data is provided: a month ago, the patient¿s ca 19-9 result of 6000 u/ml was generated at another facility with the measurement method unknown. On (B)(6) 2024, the patient¿s alinity I ca 19-9xr result generated a value of 120 u/ml. There was no impact to patient management reported.